Event description:
This event was discovered in the op rpt. After valve implanted & pt weaned from bypass, tee showed one leaflet appeared not to be functioning properly. Re-opened aortotomy to inspect valve; all leaflets & struts were fine. Heart closed. Valve remains implanted.